Event description:
Three units of the product broke into the shoulder of the patient during case. Per malfunction report: piece removed from patient. E-mail received on (B)(6)-2011 confirmed that the patient had good bone quality and that the insertion site was not pre-drilled. The anchor broke about midpoint of its length and an alternative device was used to complete the repair.

Manufacturer narrative:
Evaluation of the returned device shows the shaft is slightly bent, the suture and implant were not returned, as reported the surgeon did not use a drill to prep the insertion site which is required per the devices IFU. Improper use (B)(4)